Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and to call back if any issues arose again.